Event description:
On (B)(6) 2023 a tavr was done on patient. The procedure was an alternative access procedure. After cutdown was completed of right carotid artery, the tavr esheath was inserted. The valve (edwards 26mm) was then inserted through the sheath for deployment. After the valve was inserted a fracture of the sheath was noticed at the arteriotomy. The decision was made to deploy valve quickly and the remove sheath. The valve was deployed and everything removed from the body. There was no harm to the patient from the fracture of the sheath.